Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon using attune femoral impactor to impact. The definitive component in. On impaction, the black impactor head cracked.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirms the complaint; the impactor has fractured. It should be noted that all pieces have been retrieved. Root cause: product design. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.